Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The product code is unknown; therefore, the 510k number is unknown.

Manufacturer narrative:
(B)(4). Technical service center received the actual sample for evaluation. The engineer performed evaluation based on the failure analysis procedure. The results of evaluation, the engineer confirmed that there was a problem on the capacitor of the digital board. The reported issue was confirmed. The root cause of this problem was a defect of the capacitor of the digital board. The capacitor of the digital board was replaced and the instrument met all specifications. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter's technical service center received a homechoice for regular maintenance. The engineer confirmed a burnt part on the capacitor on the digital board during maintenance. No allegation was made by the customer. No injury or medical intervention was reported.